Event description:
It was reported in a journal article that nine patients experienced an infection following their hip procedure and did not undergo a revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ france. Journal article: cipolla, a., vella-baldacchino, m., le baron, m., argenson, j-n., flecher, x. (2024). Using porous tantalum uncemented components to manage acetabular defects and to restore the hip center of rotation in revision total hip arthroplasty: a minimum ten-year clinical and radiological study. The journal of arthroplasty, 40(5) 1284-1292. Https://doi.org/10.1016/j.arth.2024.10.110. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided within the journal article; however, it is unknown whether they relate to the patients under this event. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.